Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported right heart failure, patient outcome, and heartmate 3 lvas, serial number: (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined. It was reported that the patient expired due to right heart failure on (B)(6) 2019. It was reported that the outcome was not device or therapy related. No alarms were reported for this event. The pump was explanted and it was unknown if it would be returned; however, no autopsy will be performed. To date, heartmate 3 lvas, serial number: (B)(6) has not been returned for evaluation. If (B)(6) is returned at a later date, this complaint will be reopened and reevaluated. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to right heart failure.